Event description:
Unexpected jumping.

Manufacturer narrative:
It was reported that ¿unexpected jumping¿ of a smart control stent was experienced. Multiple attempts to obtain additional information have been unsuccessful. One non-sterile pkg assy 8x100 smart vas120cm was received coiled inside a plastic bag. The smart control was received without the locking pin and already deployed. Also, it was noticed that the stent and locking pin were not received for analysis. Per visual analysis kinked conditions were found at 4.3cm and at 4.9cm from ID band distal end. No other issues were found on the received smart control. Although the stent was received already deployed; the functional test (deployment process) was performed and no anomalies were found. The usable length was measured and the result was found within specification. Review of lot 15698844 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The "deployment difficulty-inaccurate placement (peripheral)" reported by the customer could not be confirmed through analysis of the returned device. The exact cause of the difficulty experienced by the customer could not be determined. A clinical determination of contributing factors could not be determined based on the limited information available for review. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.